Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error and low battery alarms were triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. The device was received with keypad overlay texture damage, serial number label fading and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery issues. About a month ago, the customer received a pump error 25 alarm. The insulin pump was not delivering insulin as it should. In the alarm history there were replace battery, insert battery, and failed battery test alarms. Customer's blood glucose level was 24.0 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.